Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 26-year-old female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included anxiety disorder, third trimester pregnancy, depression, headache, cyst ovary, spontaneous abortion, vaginal discharge, itching, gardnerella vaginalis vaginitis and endometriosis. Concurrent conditions included obesity, anxiety, tobacco user, sulfonamide allergy, latex allergy, pelvic pain female, hypermenorrhea, polymenorrhea, hyperplasia endometrial, uterine enlargement and irregular periods. Family history included familial risk factor. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin) from (B)(6) 2017 to (B)(6) 2018, ibuprofen, quetiapine, quetiapine fumarate (seroquel) since 2018 and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the tooth disorder, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2015 and now (B)(6) 2015. Current weight: 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Pathology test - on (B)(6) 2018: surgical pathology: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: endometrium ¿ proliferative phase endometrium with stromal hemorrhage; myometrium ¿ no diagnostic abnormalities; serosa ¿ no diagnostic abnormalities; cervix - no diagnostic abnormalities; bilateral fallopian tubes - no diagnostic abnormalities. Addendum: essure coils are grossly identified in the bilateral proximal fallopian tubes. The original diagnosis remains unchanged. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a (B)(6) female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included anxiety disorder, pregnant, depression, headache, cyst ovary, spontaneous abortion, vaginal discharge, itching, gardnerella vaginalis vaginitis and endometriosis. Concurrent conditions included obesity, anxiety, tobacco user, sulfonamide allergy, latex allergy, pelvic pain female, hypermenorrhea, polymenorrhea, hyperplasia endometrial, uterine enlargement and irregular periods. Family history included cervical dysplasia. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin) from (B)(6) 2017 to (B)(6) 2018, ibuprofen, quetiapine, quetiapine fumarate (seroquel) since 2018 and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the tooth disorder, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2015 and now (B)(6) 2015. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology test - on (B)(6) 2018: surgical pathology: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: endometrium ¿ proliferative phase endometrium with stromal hemorrhage, myometrium ¿ no diagnostic abnormalities, serosa ¿ no diagnostic abnormalities, cervix - no diagnostic abnormalities, bilateral fallopian tubes - no diagnostic abnormalities addendum: essure coils are grossly identified in the bilateral proximal fallopian tubes. The original diagnosis remains unchanged. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received- case becomes incident. Previous event injury to herself was removed. New events abnormal bleeding (vaginal, menorrhagia) ,dental problems, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), weight gain, lower abdomen pain were added. Lot number, expiration date and explant date was added. Product indication and implant date was updated. Patient¿s date of birth, height, weight and race were added. Concomitant drugs and medical history were added. New reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.